Event description:
It was reported that in the (B)(6) of 2010, the patient sought treatment for lower back pain and pain radiating into his left leg. Surgeon performed spinal fusion surgery on the patient, wherein, rhbmp-2/acs was used. Post-op, the patient still complained of continuous back pain and continued follow ups with his doctor. Although the surgery relieved his leg pain, the back pain was intensified. The patient continues to experience intense back pain and has allegedly lost all flexibility. The patient is unable to bend over a t all. No additional information has been provided.

Manufacturer narrative:
(B)(6). (B)(4). Date of implant is unknown but the surgery happened in (B)(6) 2010. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.